Manufacturer narrative:
A ge oec service representative investigated this issue and found that the user that was using the system when the no boot issue occurred, changed the position of the standby key, and successfully booted the system. There was no further action required, and the system functions as intended. The original cause for the issue was unfounded. There was no adverse effect to any pt as the issue occurred during procedure set-up. The facility was unable to provide any further pt info.

Event description:
The ge oec 8800 fluoroscopy system failed to boot up fully. There were 2 further attempts to activate the system without success. The key switch was then changed and the 8800 system went through a proper boot cycle and functioned normally.